Event description:
The customer reported to olympus, that the colonovideoscope had an image flare and the adhesive of the tip lens was peeling. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive around the objective lens and light guide lens was peeled, due to adhesive peeling around the objective lens a streak of flare appeared in the image, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack and a white-clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, the plastic distal end cover had a burn, the distal end was deformed, and the connecting tube and switch 1 had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was implemented in line with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.